Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered four shocks to the patient for ventricular tachycardia (vt) but was unsuccessful in terminating the arrhythmia. The vt was eventually terminated via intravenous medication. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  4076 implantable pacing lead 2008 (B)(6). (B)(4).